Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colectomy procedure, the device was used to perform a functional end to end anastomosis and blue cartridges were used at all firings. The first firing was completed without any problems and the device was fired on the first staple line at the second firing. When the doctor checked the site of the second firing, it was found that the staples on the first staple line were unformed. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Initial report: a (B)(6) female pt underwent endovascular abdominal aortic aneurysm repair due to rupture on (B)(6) 2010. A zenith renu aaa ancillary graft converter and a zenith flex aaa endovascular graft iliac leg was implanted and following the implant, the pt's blood pressure dropped and the pt expired due to her body not being able to handle the procedure. Add'l info (B)(6) 2010: the pt was a (B)(6) female who had not seen a dr in 20 years, had smoked for 60 years, and had undetected hypertension. She was admitted to the ER with abdominal pain and physician was asked to see her almost 8 hours after admitted to ER. An emergency CT revealed a contained rupture of her aaa, which measured 9.5 cm. She was taken to the operating room and dropped her blood pressure when she was being transferred to the operating room table. He then placed a coda balloon to control the bleeding, which ruptured (1820334-2011-00054). A second coda was inserted, which had to be deflated during the placement of the zenith, with another decrease in bp. Her EKG was showing evidence of ischemia and she coded soon after and could not be resuscitated. No autopsy was performed.